Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. The 3.5 x 15 mm vision stent was implanted successfully; however, 1 hour post-procedure, the patient experienced chest pain. Thrombosis was confirmed, and was treated with aspiration and an additional vision stent. It was noted that the patient was on angiomax during the procedure. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.